Manufacturer narrative:
A ge (B)(4) service rep investigated the issue and replaced a defective psi power supply, x-ray controller pcb, and interconnect cable to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge (B)(4) 9800 fluoroscopy had uncommanded system reboots.